Event description:
It was reported, the patient was admitted at the emergency department with complaints of headache and an episode of confusion. It was found on the post implant remote transmission the atrial lead showed decreased sensing and impedance measurements, as well as under sensing the flutter waves and noise. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.